Event description:
It was reported the screw fractured post-operatively. Approximately 13 months post-operatively, the pt experienced a fall. After the fall, the pt began to experience pain. X-rays showed a screw was fractured. The pt was revised. The tip of the broken screw remains in the pt bone.